Event description:
It was reported that the patient is deceased and died approximately seven months post implant of the single chamber implantable cardioverter defibrillator (ICD). Within the week prior to the patient's death a decrease in the r wave was noted on the trending table and during r wave sense testing; although "no dropout was noted during tachycardia detection." There was no "proximate cause" of sudden cardiac death found on autopsy, and the "suspected" event was pulseless electrical activity or other electromechanical arrest.

Event description:
It was reported that the patient is deceased and died approximately seven months post implant of the single chamber implantable cardioverter defibrillator (ICD). Within the week prior to the patient's death a decrease in the r wave was noted on the trending table and during r wave sense testing; although "[n]o dropout [was] noted during tachycardia detection." There was no "proximate cause" of sudden cardiac death found on autopsy, and the "suspected" event was pulseless electrical activity or other electromechanical arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The actual cause of death will not be received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The actual cause of death will not be received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the partial lead was returned to the manufacturer in segments and analyzed. No anomalies were found. There was apparent explant damage. The defibrillation conductor was stretched; there was blood/body fluid on the outer tubing overlay, which had a breached cut and cosmetic environmental stress cracking (esc). The outer tubing had esc breach/breach (non-electrical). The outer insulation had a breached cut and cosmetic depression. There was blood in/on the helix/lobe mechanism. Correction: the concomitant device was removed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The actual cause of death will not be received.